Event description:
It was reported that the stent delivery system (sds) was used during a case involving the lad, with no tortuosity or calcification. The sds was placed at the lesion and inflated to 7 atm. However, at 10 atm it would not hold pressure and on fluorscopy contrast was visible coming from the balloon and a dissection was noted. Two stents were implanted to treat the dissection.